Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. Although use of pico pumps during flights has passed internal safety testing, it is possible that the increase in pressure experienced during a flight may have caused over-pressure of the pump and subsequently resulted in the pump entering an error state. This is potentially more likely if the seal is very tightly compressed. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device stopped working during/after flight. Dressing is still intact. No harm or injury to the patient reported.